Event description:
According to the available information, the implant was removed and replaced due to patient dexterity issues. The patient requested replacement with a malleable.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.